Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned heater. The burned heater was noticed during a machine repair after the machine was pulled from service for low temperature and a fresenius field service technician (fst) was called onsite to evaluate the machine. The fst stated that the heater appeared charred. The fst noted that the connection between the distribution board and the heater was not secure which prevented the distribution board from sustaining burn damage or requiring replacement. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 104 hours. The biomed replaced the heater, which resolved the issue. The fst stated that all checks and calibrations were performed. The machine passed functional testing and was returned to service. The complaint sample was returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned heater. The burned heater was noticed during a machine repair after the machine was pulled from service for low temperature and a fresenius field service technician (fst) was called onsite to evaluate the machine. The fst stated that the heater appeared charred. The fst noted that the connection between the distribution board and the heater was not secure which prevented the distribution board from sustaining burn damage or requiring replacement. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 104 hours. The biomed replaced the heater, which resolved the issue. The fst stated that all checks and calibrations were performed. The machine passed functional testing and was returned to service. The complaint sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the heater was returned to the manufacturer for a physical evaluation. Indications of thermal damage were noted on the blue (neutral) wire. No other visual damage was found on the heater. Measurements across the blue (neutral) and brown (hot) wires were taken and found to be within tolerance. The heater was installed into a test machine. The machine was able to power on, rinse, complete dialysis mode, pass the self test, and heat disinfect without experiencing any failures or malfunctions. No other damage was identified to the heater during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigations by the manufacturer and the fresenius field service technician (fst) confirmed the reported failure.